Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was around 50 mg/dl at the time of the incident. Customer treated low blood glucose with carbs. The customer stated that auto mode was active at the time of low blood glucose. Customer declined for troubleshooting of low blood glucose. The insulin pump will not be returned for analysis.